Event description:
It was reported the patient presented to the clinic after the device delivered an alert for extended charge time. Capacitor maintenance was performed in clinic and the device was found to be normal. The patient will continue to be monitored. No symptoms were reported.